Manufacturer narrative:
This report is submitted on 18 mar 2021.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2020, due to the reported infection. The patient was not re-implanted, as of the date of this report, february 12, 2021.

Manufacturer narrative:
This report is submitted on october 19, 2020.

Event description:
Per the surgeon, the patient experienced pain at the implant site where a bud of pus (infection) was noted. The infection was treated with an oral antibiotic. The implant remains in-situ.